Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The customer contacted olympus technical assistance support (tac) via phone and reported malfunction was confirmed. Tac went over the cabling and then assisted with the connecting serial digital interface (sdi) signal to processor. Troubleshooting was able to resolve the reported allegation. The device will not be returned to olympus for evaluation. A definitive root cause of the reported issue could not be determined since the device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device had no image during procedure preparation, prior to the patient entering the room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.